Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have had low blood glucose of 40 mg/dl and collapsed while getting out of bed. Customer treated low blood glucose with juice. Customer states that paramedics were called. Customer is hypoglycemic and declined troubleshooting stating that insulin pump is fine.